Event description:
It was reported that pump experienced malfunction with a non-resettable error and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.